Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Reportedly, customer was overriding bolus and giving small correction bolus multiple times, throughout the day. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.